Event description:
Consumer's daughter alleges her mother's heating pad caught on fire and damaged the carpeting. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "never pull this pad by the supply cord" and consumer failed to perform that instruction.

Event description:
Consumer's daughter alleges her mother's heating pad caught on fire and damaged the carpeting. There was not a report of personal injury with this incident.